Event description:
It was reported the external pulse generator (epg) displayed an error. Biomed was shown how to reproduce the error by pressing button during power on self test. The epg remains in use. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.